Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. Failure analysis also observed indentations at the edges. Failure analysis concluded that the indentations were likely due to mishandling. Failure analysis also observed various scratch marks at the distal end of the main tube exhibiting light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and/or main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was identified on a fenestrated bipolar forceps instrument. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.